Manufacturer narrative:
This product consists of 4 set screws of catalog# 5540030, 510k# k113174 and (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis ( revision surgery) : set screw came off procedure ( revision surgery) : replacement of set screw and anterior fusion between l5-s1 it was reported that the patient underwent an oblique lumbar interbody fusion surgery at t11-l5. On an unknown date, post-op, the set screw backed-out. The set screw was replaced with a new one to complete the surgery.

Manufacturer narrative:
Product analysis: the two set screws returned show deformation to the node of the screws. There is some smearing/damaged to the nodes from what appears to be the rods moving between the saddles and set screw. The threads of the set screws appear to be undamaged and were tested with a sample bone screw. Without the bone screw or rod, no root cause could be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.